Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue is due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experienced a bent cannula and the cannula was no longer inside the customer's body. The customer's blood glucose was impacted. The customer has reverted to multiple daily injections. Infusion set information was not provided.